Event description:
During an arthroscopic procedure using a topaz arthrowand, the wand reportedly began sparking. The wand stopped working immediately after the sparking ceased. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device was reported as discarded following the procedure. A review of the lot history record will be performed and provided in a f/u report.